Event description:
It was reported that the patient experienced inflation issues and migration with an inflatable penile prosthesis (ipp) as one of the cylinders had migrated to the scrotum. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure a hole was identified in the cylinder. There were no device malfunctions the physician "nicked" the cylinder making the initial incision. The patient did not experience any adverse events. The new device was working following the procedure.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing device was removed and a new ipp was implanted. During the procedure a hole was identified in the cylinder. No information was provided about the patient's outcome.